Event description:
It was reported that while the cot was being unloaded manually from the ambulance, the emt did not have their finger clear of the safety bar at the head section of the cot. It was reported that the emt allegedly broke their finger due to being pinched when weight was applied to the head end of the cot as it was being unloaded. It was reported that the accident was not a result of a failure of the cot.